Manufacturer narrative:
This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event could not be confirmed, since no additional information was received from the author or the article. More detailed information about the patient medical history, the event circumstances, and medical reports must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by dr loew at atos clinic heidelberg. The title of this report is ¿complications and revisions in anatomic and reverse short stemshoulder arthroplasty ¿, published in 2023, which is associated with the stryker tornier perform anatomic augmented glenoid system. The article can be found at https://doi.org/10.1007/s00402-023-04802-4. This report includes analysis of the clinical data that was collected on 162 cases. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 1 patient experienced late-onset infection 13 months post initial surgery. Patient was revised with a 2 step revision to rsa.